Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained lioresal. It was reported the patient was having signs of withdrawal with dystonic posturing. An indium study revealed no flow from the pump site. It was unknown what environmental/external/patient factors the might have led or contributed to the issue. Operating room (or) was scheduled for (B)(6) 2016. It was unknown if the issue had been resolved at the time of the report. The representative would follow-up for more information on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.